Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
A patient underwent a peripheral intervention of the sfa and when the physician used a cxc catheter they were unable to advance or pull back over the stiff glidewire. It was necessary to remove both catheter and wire; which meant the physician lost a difficult lesion access. When the physician inspected the catheter, he/she noticed that it had become "splayed" (?) - parts along the catheter became separated, however the catheter was still intact." A section of the device did not remain inside the patient's body. The patient did not require any add'l procedures nor experience any adverse effects due to this occurrence.